Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appeared again and confirmed understanding of the instructions.